Manufacturer narrative:
(B)(4). The customer returned an opened ak-04301-j kit with multiple components. The customer stated that is a representative sample that was returned. Visual examination of the representative catheter did not reveal any defects or anomalies. Visual examination of the actual complaint device could not be performed as it was not returned for investigation. The returned catheter was functionally tested by first passing the returned guide wire through the returned catheter. The guide wire was able to pass with minimal resistance. The extension line was flushed with water using the returned ars to identify any blockages. No resistance was encountered while flushing the catheter and the water exited out of the distal tip as expected. Functional testing of the actual complaint device could not be performed as it was not returned for investigation. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "prepare the catheter for insertion by flushing each lumen and clamping or attaching injection caps to appropriate extension lines." The customer report of a catheter blockage could not be confirmed by complaint investigation. The actual complaint sample was not returned and the representative returned catheter passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. As there were no issues with the returned representative sample and the actual complaint sample was not returned for investigation, the probable cause of this complaint issue is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that a medical agent was blocked during use. According to the user, it seemed to be blocked around the injection hub. A new kit was used.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that a medical agent was blocked during use. According to the user, it seemed to be blocked around the injection hub. A new kit was used.